Event description:
Additional information was received that loss of capture and fusion was observed on the device. Technical support provided further reprogramming recommendations. The device was reprogrammed with further programming to resolve this event.

Event description:
During remote follow up, post paced t- wave oversensing was observed on the device. Technical services was contacted and recommended reprogramming. The device was reprogrammed to resolve this event. The patient was stable.